Event description:
The fiance of a (B)(6) male pt called zoll customer support to report that the pt's battery charger/modem power brick connector was damaged. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary - device eval of battery charger sn (B)(4) has been completed. The reported problem (power brick connector damaged) was confirmed. Upon eval, it was determined that the power unit connector would ot power up the charger. The root cause for the faulty connection is likely due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. No adverse event resulted from the defective connector. The pt received a replacement charger.